Event description:
It was reported that the pt's speech understanding decreased during the last months. In (B)(6) 2008 testing showed 2 electrodes with the status hi for the first time (5 and 11). Up to (B)(6) 2010, four more electrodes became hi (1, 2, 6 and 10). The groundpath impedance shows normal values. There is no evidence of ossification /tissue growth. Actually the pt can still hear quite well with his device in general.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.